Event description:
On (B)(6) 2023, additional information was received from the patient. The patient mentioned on a call that they went to longer lockout intervals had been "without a pump" for they don¿t know how long because the patient kept getting granulomas. Clarification was requested, but the patient had a difficult time providing clear information, especially around dates. The patient stated they think they have had the catheter revised 3 times. The patient thought (but was unsure) that the catheter first kinked (event date asked, unknown) then later "pulled out" because the pump had flipped and they went through withdrawals for two weeks which they believe happened around the beginning of covid (2020). The patient stated 4-6 weeks later, they confirmed the catheter was "out". The patient stated they had a spinal cord leak for "a few years" and the pump kept flipping which pulled the catheter out. The patient stated the pump flipped for years and could not clarify a date a date any further. The patient stated there was a lot of fluid in their pocket and eventually they did a "blood patch". The patient stated the healthcare professional (hcp) had to go back into the pocket and sew the pump down because it was moving so bad and replaced the catheter. The patient stated at the implant of their current pump it was discovered the patient had a granuloma and the catheter was in the spinal column, not the epidural space. The patient stated when asked about drug information that morphine has always been 5 mg, but went on to explain with this new pump, they have had to start from scratch so they were still working on titrating the morphine and adjusting the bolus programming later in the call. The patient stated they have been using a lot of tylenol to supplement because they weren't getting pain relief due to the blocked catheter. The patient was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-mar-19. It was reported that when this event occurred, the patient went through withdrawal and was hospitalized.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was found that the catheter had worked it's way out of the intrathecal space. The doctor performed a blood patch which fixed the leak. On (B)(6) 2017 the doctor replaced the catheter and tied the pump down more securely. The model and serial number of the replacement catheter was provided. No further complications were anticipated/reported

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 5m g/ml morphine at 0.44mg/day via an implantable infusion pump for an unknown indication for use. It was reported that for a while the patient's pump had been flipping. The patient also had excess fluid at the pump site. It was reported the patient had good pain control, but the hcp had to draw fluid off when they do a refill. There had been complaints of headaches or loss of pain relief. An x-ray was planned as a diagnostic and a possible intervention would be revision at a later date to tack down the pump and possibly revise the catheter. It was reported that the patient was scheduled for a blood patch to try and stop the alleged leak. It was reported that the issue was not resolved at the time of the report. The patient status at the time of the report was "alive-no injury." No further complications were anticipated/reported.